Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the spider fx as per IFU, for a coronary vein graft. The vessel diameter was reported as 6mm, lesion length 24mm with little calcification 85% stenosis. It is reported the during retrieval of the spider fx, the spider separated at the rx opening. A gooseneck snare was used to remove the distal segment of the spider. The procedure was completed with no further complications noted. No patient injury reported.